Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set tape not sticking event on 04-may-2024. No further information available.